Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump delivery stopped in the middle of a bolus but did not give a message. The blood glucose reading was 150 mg/dl. The parent reported that they forgot the fill cannula after removing the introducer needle. The parent reported checking to ensure the basal rates several times a day because they seemed to change on their own. The parent was also unable to upload. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.